Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer to switch to multiple daily injections (mdi) as a backup therapy.